Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-feb-2023. The most recent information was received on 28-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of female reproductive tract disorder ("worsening of gynaecological health") in a 28 year-old female patient who had essure inserted (lot no. D40630) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("insertion of a hormonal intrauterine device even though I have contraceptive implants"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced female reproductive tract disorder (seriousness criterion medically important) and adverse drug reaction ("side effects"). The patient was treated with iud nos (intrauterine contraceptive device). Essure treatment was not changed. At the time of the report, the female reproductive tract disorder and adverse drug reaction had not resolved. No causality assessment was received for essure with regard to female reproductive tract disorder or adverse drug reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87 kg. Lot number:d40630. UDI: (B)(4). Production date: 2014-12-16. Expiration date: 2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The following amendment was made: after company internal review the imdrf code f12 was deleted. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
The below report was received by health authority ansm (reference number: (B)(4)) on 13-feb-2023. The most recent information was received on 28-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of female reproductive tract disorder ("worsening of gynaecological health") in a 28 year-old female patient who had essure inserted (lot no. D40630) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("insertion of a hormonal intrauterine device even though I have contraceptive implants"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced female reproductive tract disorder (seriousness criterion medically important) and adverse drug reaction ("side effects"). The patient was treated with iud nos (intrauterine contraceptive device). Essure treatment was not changed. At the time of the report, the female reproductive tract disorder and adverse drug reaction had not resolved. No causality assessment was received for essure with regard to female reproductive tract disorder or adverse drug reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87 kg. Lot number:d40630 UDI: (B)(4). Production date~2014-12-16~expiration date~2017-12-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 28-feb-2023: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
The below report was received by health authority ansm (reference number:(B)(4)) on 13-feb-2023. This spontaneous case was originally reported by a consumer and describes the occurrence of female reproductive tract disorder ("worsening of gynaecological health") in a 28 year-old female patient who had essure inserted (lot no. D40630) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("insertion of a hormonal intrauterine device even though I have contraceptive implants"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2016, the day of essure insertion, she experienced female reproductive tract disorder (seriousness criterion medically important) and adverse drug reaction ("side effects"). The patient was treated with iud nos (intrauterine contraceptive device). Essure treatment was not changed. At the time of the report, the female reproductive tract disorder and adverse drug reaction had not resolved. No causality assessment was received for essure with regard to female reproductive tract disorder or adverse drug reaction. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 87 kg. A technical investigation will be conducted, including a batch review and review of complaint records and records of non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.